Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and missing segments or partial display noted. The motor was tested outside of the device and passed. Insulin pump received with severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and insulin pump was damaged. Customer¿s blood glucose was unknown. The customer reported that the insulin pump screen was hard to read. The customer reported that they were able to complete insulin pump rewind. Customer reported that the drive support cap appears normal. The troubleshooting was performed. The customer reported that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.